Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 100% to 40% in less than 2 days. The customer stated the battery gauge then dropped to 5% when connected to a power source. Customer reported blood glucose level was not impacted. Although requested, additional information regarding the customer's back up therapy was not provided.